Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used one endeavor sprint drug eluting stent to treat a lesion in the mid rca. Approximately 31 months post index procedure, the patient expired (cardiac death) due to acute pulmonary edema. Investigator reported that it was unlikely related to the study device.